Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their infusion sets replaced because they went bad on them on vacation. The patient's blood glucose level was 460 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer did not want to troubleshoot for the high blood glucose level. The customer was sent replacement sets.